Manufacturer narrative:
Device not available for eval.

Event description:
The device was used during an unspecified procedure. Reportedly, a component disengaged. The surgeon was able to remove the component without any pt injury.